Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed to open. A technical support specialist remoted into troubleshoots the issue. Gathered details about the cubie that failed to open and the corresponding drawer device identity. Used the tester application to evaluate the cubie, which opened without any issues. The customer noted that the medication bottle placed inside was too large for the cubie, which may have prevented it from opening earlier. Closed the cubie and drawer. No further support was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie failed to open while issuing medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.